Event description:
It is reported by pt's attorney that pt underwent left knee arthroplasty ini 2005. Post-op pt experienced pain and revision occurred in 2007, wherein a piece of bone cement was retrieved. A second revision three months later, was done to remove another piece of bone cement.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.